Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with two prostyle devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to greater than 8f and the tavi procedure was completed. When the two prostyle sutures were used to achieve hemostasis, one suture came out of the artery before the suture could be used for closure. Another prostyle suture was placed with two prostyle sutures achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.